Event description:
Event description cpi received information that these possis sutureless myocardial leads (4320's) along with the implantable cardioverter defibrillator (ICD) (1705) were removed from service due to the patient receiving inappropriate shocks. The (1705) was explanted, and the (4320's) were capped, and left in place.